Event description:
The surgeon attempted to implant a collamer lens model cc4204bf and tore while advancing. The contact stated the cause of the lens tore was unknown. It was stated the lens was not implanted and there was no pt contact or injury. The contact could not recall the model and lot numbers of the cartridge and injector used.